Event description:
The insertion site was the right subclavia. There was no unusual difficulties, only a slight resistance was felt during insetion. The guidewire apparently shredded at the point of removal, this is when the physician, who was performing the procedure noticed the shred. The catheter was not saved.